Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 514 mg/dl and sensor glucose was 79 mg/dl at the time of the event, the difference is outside the acceptable range. Customer had high blood glucose level and was treated with insulin pump. Drive support cap appears normal. Troubleshooting was performed. The sensor will not be returned for analysis.